Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), lumbar spine fusion surgery and enlarged atrium for a triclip procedure. During the procedure, initial access to the femoral vein was not possible and switched to left side. After left side puncture, the right atrium was achieved. After the guide access, cds insertion was achieved and the clip was implanted. Second clip was entangled in the chordae and clip was implanted in the chordae. Imaging was difficult. All steps were performed as per IFU. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported foreign body in patient was a cascading effect of the reported entrapment of device. The reported patient effect of foreign body in patient, as listed in the triclip g4 system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.